Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The 90% stenosed lesion was located in the moderately tortuous, non-calcified shunt vessel in the left forearm. Using a non-bsc guide wire, the physician dilated the lesion with a 4.0 x 40/80 sterling balloon catheter. It was difficult to dilate the anastomosis site near the vein. The physician inflated the balloon several times, but was unable to completely expand the lesion. The balloon reached 26atms and ruptured. Upon removal of the balloon catheter, the physician felt resistance. While "pulling" the balloon catheter out of a non-bsc sheath, the balloon catheter shaft became elongated and the balloon detached from the shaft. The physician removed the balloon catheter and the sheath as single unit from the patient. Using an unspecified dilator, the physician was able to remove the detached balloon from the patient. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: there was blood in the balloon and inflation lumen. There was a complete circumferential tear of the balloon, confirming the reported separation. There was a longitudinal tear in the distal end of the balloon; the longitudinal tear was connected to the circumferential tear. The inner shaft was detached at the bond that joins the inner and outer shaft components. The inner shaft fracture faces were jagged and stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). Magnified inspection of the inner shaft fracture surface presented no evidence of any material, manufacturing or product quality deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related because the device was reportedly inflated above rated burst pressure (rbp). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and detachment occurred. The 90% stenosed lesion was located in the moderately tortuous, non-calcified shunt vessel in the left forearm. Using a non-bsc guide wire, the physician dilated the lesion with a 4.0 x 40/80 sterling balloon catheter. It was difficult to dilate the anastomosis site near the vein. The physician inflated the balloon several times, but was unable to completely expand the lesion. The balloon reached 26atms and ruptured. Upon removal of the balloon catheter, the physician felt resistance. While "pulling" the balloon catheter out of a non-bsc sheath, the balloon catheter shaft became elongated and the balloon detached from the shaft. The physician removed the balloon catheter and the sheath as single unit from the patient. Using an unspecified dilator, the physician was able to remove the detached balloon from the patient. No further patient complications were reported and the patient's status is stable.